Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experiencing discomfort at the ipg site. The patent underwent a revision procedure wherein the ipg was relocated to a higher position at the patients flank. The patient was doing well postoperatively. The device remains implanted.